Event description:
It was reported that: "the hybrid guidewire has broken off during the intervention. No patient injury." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the hybrid guidewire has broken off during the intervention. No patient injury." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: the returned device was inspected in our quality laboratory. During our analysis, we observed the following points: -the hybrid was returned in its primary packaging without dispenser neither secondary packaging. -the hybrid was returned in two pieces, the distal piece measures 60cm and the proximal piece measures 160,5cm. -the rupture (break) occurred at the level of the nitinol/stainless steel welding. The review of the lot history records (lhr) did not highlight any anomaly during the manufacturing process. Several tests are performed during the manufacturing process: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. All of the above mentioned control operations were in accordance with hybrid specifications. Based on the incident description and our observation we could make the following hypothesis: - this issue could be due to excessive traction, bending, or twisting of the device during use. As mentioned in the IFU: "avoid repeated bending, at the same point in order to avoid damage or separation of the guidewire". And "never force an intravascular device against resistance without first determining the cause through angiographic inspection. Working against resistance can damage the guidewire and the catheter or cause lesions in the patient". This hypothesis however could not be confirmed because the physician informed us that no resistance was felt during the insertion of the hybrid in the microcatheter. - this issue could be due to a manufacturing issue, but this hypothesis is unlikely because the lot history records did not highlight any anomaly. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.